Event description:
A customer reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level, as the error was resolved before starting a new sensor session. Technical support guided the customer through a complete pump reset, which successfully resolved the error, allowing the sensor session to be started without further issues.